Event description:
It was alleged by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, and has sustained permanent injury and substantial physical deformity and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4). The correct follow-up # is follow-up #1.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bleeding with 3mm mesh exposure excised in-office on (B)(6) 2008, continued bleeding with 1mm midline right labia exposure removed cauterized with silver nitrate on (B)(6) 2008, vaginal odor with one half cm mesh exposure in anterior vagina removed on (B)(6) 2008, vaginal spotting, mesh and stitch over the vaginal mucosa exposure requiring removal of mesh in anterior vaginal vault on (B)(6) 2008, continued vaginal bleeding, chronic vaginal odor, dyspareunia, pelvic pain, persistent granulation tissue/erosion in anterior vaginal wall, exposed mesh and continued bleeding of granulation tissue requiring excision of anterior and posterior avaulta mesh on (B)(6) 2009, labial and vaginal pain, depression associated with severe headaches, hematuria, right sided abdominal pain, shortened vaginal vault, bacterial vaginosis and postmenopausal atrophic vaginitis. Loss of relationship of 15 years due to her complications and return of bladder incontinence.